Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units screen does not turn on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Complaint record being cancelled, malfunction device is an infusion pump=alaris ni 8019793 from another supplier. Corrected sections to blank: b3, b6, b7, entire d section, entire e section, g2, g4, g7, entire h6 codes updated sections: b4, g3, g6, h2, h10, h11.

Event description:
Complaint record being cancelled, malfunction device is an infusion pump alaris ni 8019793 from another supplier.